Event description:
Customer reports she was covering an injury on the inside of both of her legs. By the evening, one side was aching and when she removed the bandage she found that the area under the adhesive was blistering, red, and raw looking but not itching. Bandage was easy to remove and was not applied with tension. She took a picture of the area and sent it in to her doctor. Doctor called it "(B)(6)" - it looked like a (B)(6) infection. She left the area uncovered over night and the area is not scabbing over - still tacky and raw looking. Other leg is fine, looks normal and doesn't hurt at all. The doctor prescribed bactroban, a topical.

Manufacturer narrative:
Product is labeled latex free materials. Mfg site of bandages: (B)(4).